Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced and the settings were saved to the backup disk. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.